Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn was called to bedside because the pump was alarming "air-in-line" while total parenteral nutrition (tpn) was infusing. When the rn proceeded to remove the air bubble, the tubing separated at the pump segment and the fluid leaked. The set was changed thereafter. The event occurred in neonatal intensive care unit (nicu ii). There was no patient injury.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed). ************************************************************************************************ the customer¿s report of tubing separation and leaking at the pump segment was confirmed. Further inspection of this silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. The available affected components were measured to be within specification(s). The cause of the leak was due to the reported separation. Although the root cause of the reported separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use or set loading. The customer¿s report that the IV tubing had a large bubble in the silicone segment was confirmed by visual inspection. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The cause of the leak was due to the reported separation. The root cause of the separation was not identified.

Event description:
It was reported that the nurse was called to bedside because the pump was alarming; "air-in-line", while total parenteral nutrition (tpn) was infusing. When the nurse proceeded to remove the air bubble, the tubing separated at the pump segment and the fluid leaked. The set was changed thereafter. The event occurred in the neonatal intensive care unit (nicu ii). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.